Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-oct-2017, UDI#: (B)(4). Analysis of the catheter revealed damage to the transition tube of the catheter body. As per the pump¿s log, morphine with concentration 25 mg/ml was being administered via a simple continuous dose rate of 9.992 mg/day as of (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown medication via an implanted pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported the patient passed away on (B)(6) 2018 and the device was removed on (B)(6) 2018. The patient¿s weight was (B)(6). It was noted the reporter was not aware of a complaint associated with any of the products. Additional information was received from a healthcare provider (hcp) stated the patient had been slowly dying, but it was unrelated to the patient¿s device or therapy. No further complications were reported/anticipated or expected.